Event description:
Ciba has revised a line of its contact lens now called the air optix night and day lenses. I have used their previous night and day contacts for 5 years and overall have used contacts for over 20 years. Additionally I am a physician. I tried a pair of their new contacts a month ago, and after 12 hours of use had to remove the contacts and start antihistamine and antibiotic treatments because of severe conjunctivitis. After this resolved, I was able to find a pair of the old night and days and subsequently used them for over a month without difficulty. I tried a different box of the air optix product and within 12 hours again had a reaction similar to the above. From my understanding, distributors are getting resistance from ciba who is denying any change. This is unacceptable, thousands of people will be affected by this. I am sure that the culprit is either the preservative they are using in the lens or the tint that is now present on the lens but not on previous night and day lenses. I can provide you with lot numbers, etc as needed. Thanks, vpa md. Event abated after use stopped: yes. Event reappeared after reintroduction: 1, 2 yes.